Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during specification. Further analysis found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for right ventricular leadless pacemaker (rvlp) implant procedure. During procedure, it was noted that the lp helix had stretched. The lp was removed and replaced with new lp during the same procedure. There were no patient consequences and patient was discharged.